Manufacturer narrative:
(B)(4). The customer reported a system issue. There was no report of pt involvement. The device was evaluated by a philips field service engineer. The symptom was clarified as the device cannot boot. The energy select switch was replaced to resolve the issue.

Event description:
The customer reported a system issue. There was no report of pt involvement.